Event description:
Rn drawing cbc (complete blood count) using purple top tube. After drawing blood, tube taken out and noticed that blood spill on patient¿s arm and bedsheets. Purple top cover left on the vacutainer. Took another purple top and draw blood again.